Manufacturer narrative:
An investigation was conducted: brief description: it was reported on november 7, 2025, that during a procedure the brevera system (B)(6) and brevera driver (B)(6) began experiencing the error, device driver failure. Rebooting the system did not clear the error, and the patient was taken to another room to complete the procedure. Patient impact was reported as another incision was required in order to complete the procedure. The dispatched field service engineer (fse) confirmed the error was displayed and replaced the driver. System functionality was restored after the driver was replaced. Initial evaluation: neither the brevera system nor the brevera driver used in this complaint were returned for investigation. Investigation methods and findings: further investigation could not be carried out as parts were not returned to post market quality assurance (pmqa). Cause/root cause: since no parts were returned, a definitive root cause could not be determined. After reviewing the complaint, discussing the case with a hologic service sustainment engineer, and examining a previous investigation into this type of issue, the most probable root cause for the reported error codes is related to the needle not firing its fully designated firing distance. This root cause can be linked to insufficient spring force when firing into breast tissue causing excess drag and reducing needle travel velocity. As a result, the timing shaft can become jammed with the outer cannula fork and the wear plate, effectively blocking cam shaft rotation and preventing biopsy samples from being taken. Conclusion: as no parts were returned to pmqa for investigation, root cause for the reported issue was unable to be determined. Conversations with service engineering indicated that based off the error experienced, it is likely that the needle did not fire its full distance, and the cannula forks jammed with the timing shaft of the driver. Since the patient had to be rescheduled for an additional procedure due to an inability to retrieve biopsy samples, this was considered a reportable event to the FDA. A new driver design has been created that will address the spring force issue. Pmqa will monitor the complaint data for this new driver design and look to see if trends for the driver being jammed are still occurring. Complaint confirmed: no. Device history record (DHR) review: driver serial number: (B)(6). Driver sku: brevdrv. System serial number: (B)(6). Driver manufacture date: 5/22/2018. Driver installation date: 8/21/2018. UDI: (B)(4). The device history record for the serial number involved was reviewed and was found to have met all manufacturing requirements prior to shipment for distribution. This includes final inspection and packaging inspections.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported by the user site that during a brevera breast biopsy procedure on (B)(6) 2025, "we had a device driver error in the middle of a biopsy. The device fired into the breast but would not take sample." The user site reports that due to the driver error, the stereo biopsy was aborted, and the patient procedure was completed under ultrasound; however, an additional incision to the patient was required. A hologic field service engineer (fse) was dispatched to examine the system and determined that a driver error displayed during the procedure and the driver became unresponsive. The fse evaluated the driver and found no driver movement. The fse replaced the system driver and reports that the system meets manufacturer specifications. No further information is currently available.